Manufacturer narrative:
(B)(4). Unit was received with a blank display due to broken trace at battery connector. Unable to perform displacement tests due to blank display. Unit had broken off end cap. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had cracked. Customer stated the insulin pump was accidentally dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that belt clip was broken. The device will be returned for analysis.